Manufacturer narrative:
Device analysis. The oad was returned without the original guide wire. A green coated non-csi guide wire was also returned. The initial visual and tactile examination revealed the saline sheath had been destructively cut 1cm distal to the nose cone. Examination of the distal saline sheath section revealed that the distal tip was damaged . The driveshaft had also been destructively cut 2cm distal to the lap weld and also exhibited deformation in this location. The distal section of the driveshaft was not returned for analysis. The damaged driveshaft section was destructively removed to allow for functional testing. An in-house 0.014" test wire was then loaded through the device without resistance. When tested, the device spun at low, medium and at high speed with no abnormalities observed. The device was turned on and off numerous times with no issues observed. While performing functional testing the power cord, brake, and control knob were manually manipulated to determine if there were any functional concerns with the components that would have contributed to the reported event. The device and components functioned as intended with no abnormalities observed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. At the conclusion of the failure analysis investigation, the root cause of the device becoming stuck in the patient could not be determined. The full driveshaft and guide wire were not returned and could not be evaluated to determine if they caused or contributed to the event. (B)(4).

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a csi orbital atherectomy device (oad) got stuck in the patient and required surgical removal. The target lesion was a chronic total occluded (cto) lesion and was 3cm in length. It was located in the anterior tibial (at) artery. The physician advanced a csi flextip viperwire guide wire across the lesion and loaded the oad onto it. The physician performed one run at low speed across the lesion, but during the second run, the oad stalled out while spinning. The physician attempted to spin the oad and retract it proximally at low, medium and high speed, but the crown would not spin. After multiple unsuccessful removal attempts, the patient was transferred to another facility for surgical removal of the oad. A cutdown was made and the oad was removed. The patient status remained stable throughout the procedure. Three requests for additional information have been made, but none has yet been received.